Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet device¿s display became nonfunctional after the user bumped the case, resulting in no screen activity and inability to wake or unlock the device. Symptoms included no injury and no reported adverse clinical effects. Outcomes included interruption of ilet therapy, with the user transitioning to backup therapy to manage blood glucose. Investigation included complaint intake, replacement arrangement, and plans for device return evaluation. Investigation of this case revealed physical damage to the screen/display assembly that prevented device operation. It was concluded that the event was due to damage to the device¿s screen component, with no patient harm reported.